Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that physician planned to replace the ipg and took the pt to surgery. The physician made an incision over the ipg and the pt had severe breathing issues and stopped breathing. The physician used a breathing bag and successfully restored the pt's breathing after a few mins. The pt's surgery was continued. Ref MFR report #: 1627487-2014-01330 for the event that initiated the surgery.